Event description:
It was reported that the tip of the fiber catheter was broke. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the tip of the catheter was broke. Another fiber was used in order to complete the procedure. There were no patient complications reported.